Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was unable to lock. The customer¿s blood glucose level was unknown at the time of the incident. Customer state that reservoir lip ring was damage. The product will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip completely broken off and test reservoir will not lock or click in place.